Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece with helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil in the proximal region. The cause of reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing was normal.

Event description:
New information received noted that lead was explanted and replaced with new lead. Patient condition was stable.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.